Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) could not find any issue with the fiber optic connector. It was functioned to factory specifications. Found batteries due for routine replacement based on four year replacement date. Also found scroll compressor was due for replacement based on over 5000 hours on compressor. Replaced batteries (d146-00-0097) and compressor (d119-00-0236). Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a damaged temperature port and the fiber optic connector was broken. No one was harmed.